Event description:
It was reported that during a right tkr legion visionaire case the tibial block was pinned in place and the cut was made through the block. The gap check was measured and indicated that the space was tight that the surgeon decided to take the additional bone off the tibia. In doing so, the standard metal mis right-sided block was placed over the two pins that remained in the tibia from the visionaire block. The tibial slope from the cut through the visionaire block to the 3-degree right-sided block was noticeably different in regards to slope of the cut vs the cutting block and the resection check through the block. The tibia was re-cut through the standard 3 degree cutting block. Overall alignment of prosthesis was good.